Event description:
Rptr had a repeat laminectomy performed. L4-5 and sacrum were fixed with a plate and pedicle screws. Rptr has had a scraping sensation in back since post surgery to present. She has experienced numbness in legs, arms, and feet. She is no longer able to stand or sit for prolonged periods of time, and cannot perform any work duties due to the condition. Rptr is currently seeing physicians for pain assistance and have seen numerous others for MRI, x-ray, and medication for the past three years.